Manufacturer narrative:
This is a supplemental report to initial report #3005862821-2025-0006 to provide corrected information regarding the event date and patient date of birth. The correct event date is 12-aug-2025, and the correct patient date of birth is (B)(6) 1971. No other changes from the previous report. The originally submitted event description is included below for reference: 1.no nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)). 2.the meter was shipped to pdc on (B)(6) 2022. Because the suspected meter was not returned to okb, the retained one (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, it was re-tested by any retained strips (lot#: d241211b-1) from okb's warehouse and any valid control solutions (batch# of level low: 3ah1a06 and exp. By 2026-02-28; batch# of level high: 4ah3a23 and exp. By 2026-07-21). Gcs test results (level low: 63/60; level high: 317/302) met the acceptance criteria (level low: 40~85; level high: 230~340). 3.the root cause of the complaint was unable to be verified without the suspected meter and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
This is a supplemental report to initial report #3005862821-2025-0006 to provide corrected information regarding the event date and patient date of birth. The correct event date is 12-aug-2025, and the correct patient date of birth is (B)(6) 1971. No other changes from the previous report. The originally submitted event description is included below for reference: caller stated that medical attention was sought on (B)(6) 2025 around 7:30 pm at home. Caller stated that she performed a blood glucose test with her prodigy meter and received a reading of 120mg/dl. A normal reading for that time of day is usually around 200mg/dl. Caller stated that she was getting dizzy and due to her varied readings, all day, she call paramedics about 30 minutes after testing. Caller stated that she did not consume any food drink or medication while waiting for paramedics to arrive. Paramedics arrived within 15 minutes, tested the end-users blood glucose with their meter, and received a reading of 187mg/dl. Caller stated that there was about 20 minutes between the paramedics test and hers. Paramedic's did not test her blood glucose with her prodigy meter. Paramedics did not transport the end-user to the hospital nor; was any treatment given to raise or lower her blood glucose. Caller stated that her doctor had recently adjusted her humalog insulin form 2 times a day to 3 times a day and she was recently prescribed tresiba at 20 units a night x before seeking medical attention. Caller could not recall all medications. She is currently taking. Additional information was not provided.

Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 7:30 pm at home. Caller stated that she performed a blood glucose test with her prodigy meter and received a reading of 120mg/dl. A normal reading for that time of day is usually around 200mg/dl. Caller stated that she was getting dizzy and due to her varied readings all day, she call paramedics about 30 minutes after testing. Caller stated that she did not consume any food drink or medication while waiting for paramedics to arrive. Paramedics arrived within 15 minutes, tested the end-users blood glucose with their meter, and received a reading of 187mg/dl. Caller stated that there was about 20 minutes between the paramedics test and hers. Paramedic's did not test her blood glucose with her prodigy meter. Paramedics did not transport the end-user to the hospital nor, was any treatment given to raise or lower her blood glucose. Caller stated that her doctor had recently adjusted her humalog insulin form 2 times a day to 3 times a day and she was recently prescribed tresiba at 20 units a night x before seeking medical attention. Caller could not recall all medications. She is currently taking. Additional information was not provided.

Manufacturer narrative:
1.no nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)). 2.the meter was shipped to pdc on 2022-07-28. Because the suspected meter was not returned to okb, the retained one (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, it was re-tested by any retained strips (lot#: d241211b-1) from okb's warehouse and any valid control solutions (batch# of level low: 3ah1a06 and exp. By 2026-02-28; batch# of level high: 4ah3a23 and exp. By 2026-07-21). Gcs test results (level low: 63/60; level high: 317/302) met the acceptance criteria (level low: 40~85; level high: 230~340). 3.the root cause of the complaint was unable to be verified without the suspected meter and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.